Manufacturer narrative:
As reported, the patient had implant of an optease inferior vena cava (ivc) filter for the treatment for deep vein thrombosis (dvt). Per the medical records, history includes shortness of breath, acute pulmonary embolism (pe) and was being treated for urosepsis with strictures. The indication for filter placement was recurrent deep vein thrombosis (dvt). The day before the index procedure, a computed tomography (CT) scan revealed that the patient had a large filling defect involving the right upper lobe pulmonary artery with extension into the segmental and subsegmental branches of the artery. This was consistent with acute pulmonary embolism (pe). There were also small filling defects in the segmental branches of the right lower lobe. The patient tolerated the procedure well. The optease filter was implanted in an infra-renal position. A post procedural venacavogram revealed good position and alignment. Per the patient profile form (ppf), the patient reports the filter was irretrievable; however, there have been no known attempts to remove the filter. It is reported as "irretrievable filter likely to affect health and require medical monitoring." The patient reports mood swings, difficulty concentrating, loss of focus, depression and anxiety, pain, suffering and fear. The patient is now deceased. There was no indication of the cause of death. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pain does not represent a device malfunction and may be related to underlying patient related issues. Death is a known potential complication associated with the use of the ivc filter devices and is listed in the IFU as such; however, in this case the cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event of death is not possible. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease filter for the treatment for deep vein thrombosis (dvt). The device was implanted into the patient¿s right femoral vein. The device in the patient was positively identified by the medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. Additional information received per the medical records indicate that the patient has a history of shortness of breath, acute pulmonary embolism (pe) and was being treated for urosepsis with a history of strictures. The indication for filter placement was recurrent deep vein thrombosis (dvt). The day before the index procedure, a computed tomography (CT) scan revealed that the patient had a large filling defect involving the right upper lobe pulmonary artery with extension into the segmental and subsegmental branches of the artery. This was consistent with acute pulmonary embolism (pe). There were also small filling defects in the segmental branches of the right lower lobe. The patient tolerated the procedure well. The optease filter was implanted in an infra-renal position. A post procedural venacavogram revealed good position and alignment. Additional information received per the patient profile form (ppf) states that the patient was told that the filter was irretrievable; however, there have been no known attempts to remove the filter. The date of awareness of this failure is unknown. The form states that an "irretrievable filter likely to affect health and require medical monitoring." The patient reports mood swings, difficulty concentrating, loss of focus, depression and anxiety. Additional information received per the amended patient profile form (ppf) states that the patient experienced pain, suffering and fear that the implant would move. The patient is now deceased. There was no indication of the cause of death.